Event description:
"The patient has a pacemaker and complained of pain, tss did not ask if the pain is related to the pacemaker." Device manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).